Event description:
Called service when the robot battery would not charge. Was told the robot would still get power while plugged in, it was working for around an hour then powered down before registration and would not start. Surgery aborted.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. A globus medical field service engineer visited the customer location and replaced the fuses after confirming the reported failure. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.